Event description:
It was reported that during a general procedure, the clips do not stay on the tissue and were removed using a grasper or would fall out of the applier. The surgeon had to reapply more clips. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The sales representative discussed the incident with the hospital and offered any support that may be needed; to include inservicing. The account expressed no need for support at this time as this product is still being utilized and no further issues have been encountered. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.